Manufacturer narrative:
The lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a device follow-up, this left ventricular (lv) lead was not pacing as expected. Loss of capture was observed, and testing found the lv pacing impedance measurement was greater than 2,000 ohms. The device was reprogrammed for rv only pacing. No adverse patient effects were reported.